Event description:
The ventilator will be plugged into ac power but after 20-30 minutes, it sometimes stops running even when plugged into ac power. Power loss alarm and we have had to run on the external battery completely. Do not know if ac power is not being conducted and vent runs on internal battery 1st which runs out and then, got power loss alarm so switch to external battery. This is an intermittent problem and I have not been able to re-create it. I do not know if it is a connection with the ventilator's ac adaptor.